Manufacturer narrative:
The anchor (sleeve and pin) were evaluated visually under magnification to determine if the pin was fully deployed in the sleeve. The four pin tabs were aligned with the sleeve holes which determine that the pin was fully deployed inside the sleeve. The post op pullout of the anchor system was not caused by a faulty deployment of the pin. Based on the (B)(6), the other potential root causes for this failure mode are soft bone, and/or anchor not fully inserted to the laser line. Both of these root causes are not due to faulty system performance. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep. Is reporting to us that the patient underwent a successful shoulder repair with the use of versalok for fixation. At some point post-operatively, the patient presented with pain; mris revealed that the versalok was proud or was out of the bone hole. On (B)(6) 2012, the patient underwent a re-vision surgery, at which time the surgeon removed the versalok anchor and re-fixated. This procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting return of the complaint device.